Event description:
It was reported that the heater door was broken. There was no patient involvement.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Manufacturer narrative:
Additional information was received that the reported malfunction of the heater door would result in a heater transition error. Loss of heat would be temporary and minor. Therefore, there was no reportable malfunction.